Manufacturer narrative:
Device was used for treatment, not diagnosis. Schmidgen, a; naumann, o and wentzensen, a. (1999). A simple method for removal of broken unreamed tibia nails. Springer-verlag, 102, 975-978. This report is for unknown screws /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article schmidgen, a; naumann, o and wentzensen, a. (1999). A simple method for removal of broken unreamed tibia nails. Springer-verlag, 102, 975-978. This article describes post-operative results of unreamed tibia nails (utn), which were implanted to treat distal tibia fracture and were removed by a simple extraction device. This is report 2 of 4 for (B)(4). This report is for unknown screws and refers to a ((B)(6), male patient whose postoperative treatment was uneventful and full stress was achieved 10 weeks after surgery. With signs of delayed fracture-healing, the proximal screws were removed 12 weeks postoperatively to make the utn more dynamic. Afterwards, increasing stress pain and swelling developed quickly; 5 months after surgery, breakage of the nail and the dislocation of the fracture was evident at the most proximal of the distal nail holes. Immediately afterwards, the utn was extracted and the reosteosynthesis was implemented with an ao universal nail 11/360 mm with static locking).